Manufacturer narrative:
(B)(4). Batch # m53721. Additional information requested but unavailable: can you please explain how the reload malfunctioned? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? The analysis results showed that one ecr60d reload was received partially fired with 2 drivers missing and 2 drivers out of position making the reload non-functional. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. No conclusion could be reached on what caused the drivers to fall. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that prior to an unknown procedure, there was a malfunction. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.